Event description:
It was reported that at device reprocessing, the gastrointestinal videoscope was found to have a sticky residue inside the tip and outside the tip. There was no patient involvement and no reports of harm as a result of the event..

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was sent back to olympus for examination and the customer¿s allegation was confirmed. The foreign material could not be analyzed as the substance was not available for sampling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.